Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. By these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 317 mg/dl at the time of incident. The customer's spouse stated that the emergency medical services were called and took them for hospitalization. The customer's spouse's blood glucose was 312 mg/dl at the time of call. The customer's spouse stated that they were able to bring blood glucose down to 188 during hospitalization. The customer's spouse stated that they were wearing the insulin pump during hospitalization. Troubleshooting was performed. The customer's spouse stated that they found air bubbles. The customer's spouse stated that the insulin was not stored at room temperature. The customer's spouse declined further troubleshooting. The insulin pump will not be returned for analysis.